Event description:
It was reported, groshong PICC that has developed a hole inside the patient and caused an extravasation. Additional information received: no tissue injury. Swelling and pain were part of the presentation of extravasation.

Manufacturer narrative:
H11: the date of awareness was corrected to 09/10/2024 as this is the date the bd employee became aware of the reported event. This supplemental report is to correct the previously reported date of awareness, and the MDR was submitted within a 30 day window. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter with a two-piece connector assembly and a needleless injection cap. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 36cm and 37cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, groshong PICC that has developed a hole inside the patient and caused an extravasation. Additional information received: no tissue injury. Swelling and pain were part of the presentation of extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, groshong PICC that has developed a hole inside the patient and caused an extravasation. Additional information received: no tissue injury. Swelling and pain were part of the presentation of extravasation.